Manufacturer narrative:
D2b: pro code (product code): dqy device evaluated by MFR: athletis 10.0mm x 40mm x 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon pinhole was identified located approximately 24mm proximal of the distal markerband. As per athletis specification the rated burst pressure for this device is 30 atmospheres. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty (pta). The 70% stenosed target lesion was located in the mildly tortuous and severely calcified right central artery. A 10.0mm x 40mm x 75cm athletis pta balloon dilatation catheter was advanced; however, during the second inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty (pta). The 70% stenosed target lesion was located in the mildly tortuous and severely calcified right central artery. A 10.0mm x 40mm x 75cm athletis pta balloon dilatation catheter was advanced; however, during the second inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient condition was good.

Manufacturer narrative:
D2b: pro code (product code): dqy.